Event description:
Baxter reported that a transfer set was leaking after the clamp was closed. The date of how long the set was in use in unknown. There was no pt injury or medical intervention indicated at the time of the initial report.